Manufacturer narrative:
(B)(4). The stent remains implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, 90% stenosed, de novo, mid left anterior descending (lad) artery after rotablation and dilatation with a 3.0 x6 mm non-abbott cutting balloon catheter the 3.0 x 28 mm xience xpedition was implanted, however, a proximal stent edge dissection was noted. A 4.0 x 28 mm xience xpedition stent was used as treatment and to cover the mid to proximal lad. Post-dilatation was completed with a nc trek balloon dilatation catheter without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.